Event description:
It was reported that during an unspecified procedure, the stent delivery system became stuck on the guide wire. The 6x59x1350 sentinol nitinol billary stent was successfully deployed in an unspecified vessel. During withdrawal of the stent delivery system (sds), the sds became stuck on the guide wire. The sds and guide wire were removed as one without incident. Following removal outside of the patient, the physician was able to remove the sds from the guide wire using "significant force. The procedure was successfully completed with the same guide wire and another device.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sentinol biliary sds device with no other devices. Blood was present in the entire length of the catheter. Visual and microscopic inspection revealed the stent had been deployed. An appropriate sized guidewire (.035") was inserted into the hub of the device and tracked through the device and out the distal end, there were no issues tracking the guidewire. The returned catheter exhibited two kinks on the shaft located approximately 6 and 17.5 centimeters distally from the edge of the hub. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, the stent delivery system became stuck on the guide wire. The 6x59x1350 sentinol nitinol billary stent was successfully deployed in an unspecified vessel. During withdrawal of the stent delivery system (sds), the sds became stuck on the guide wire. The sds and guide wire were removed as one without incident. Following removal outside of the patient, the physician was able to remove the sds from the guide wire using "significant force. The procedure was successfully completed with the same guide wire and another device.

Manufacturer narrative:
(B)(4)